Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion and prime test due to loose/protruded drive support disk. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 96 mg/dl. During troubleshooting, customer confirmed that the drive support cap was sticking out. The insulin pump was not replaced or returned for analysis.